Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4):the complaint was confirmed and per the complaint information the cause of the complaint was use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The label review found the labeling adequate for the use error in this complaint.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check heater line and during troubleshooting turned the hc off/on and then changed out the set and connected the same bags back to the new set. The tsr then explained the proper setup procedures. The tsr then assisted the cg to cycle power off/on, end the therapy and then start over with all new supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(4) 2011. The nurse stated she was not aware of the event and the patient was doing fine with therapy as far as she knew as she had not seen the patient since the event. No patient injury or medical intervention was reported.